Manufacturer narrative:
Software investigation is in progress. Per follow-up with initial reporter, the issue was due to patient setup where there was more tension on one side of the strap for the head-frame which pulled the frame to one side during the case. Another factor is that the technique of accuracy checks were inconsistently performed during the case. Surgeon was instructed to do so whenever he is inserting an instrument into the sinus.

Event description:
A medtronic ent representative reported from the site that after registering with tracer, the surgeon alleged he was approximately 1mm inaccurate at the outer canthus of the eye when checking accuracy. The medtronic representative reported that the surgeon deemed he was accurate within the interior structures of the sinus, the bridge of the nose, etc. During surgery, navigation was inaccurate. He said that the surgeon went through the skull base of the patient. He wanted to re-register the patient. Tracer failed registration due to loose skin on patient, so walked the surgeon through pointmerge registration. Registration was successful. Surgeon verified his accuracy and proceeded with the case. Although there was no reported injury to the patient, we are conservatively reporting (based on the information currently available) this event as an adverse event since the surgeon went through the skull base and this was not an intended outcome of the procedure.